Event description:
It was reported that the patient was taken to kings college hospital by ambulance with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 26 mmol/l (468 mg/dl). The patient's personal diabetes manager (pdm) was not turning on. Symptoms reported include nausea and shortness of breath. The patient was treated with unspecified intravenous fluids and insulin drip. The pod was removed by the ambulance's medical team at the patient's home before they were transported to the hospital. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
On february 4th, 2026, submitting a correction supplemental to update d4 - model #, lot # and serial #.